Manufacturer narrative:
Other relevant device(s) are: product ID: 9733438, serial/lot #:(B)(4). Product analysis: product: 9733438 - no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the polaris spectra system control unit (scu) was displaying an amber light and two green lights. The camera displayed two green lights. The software displayed ¿not connected¿ and the ndi indicated that the scu was not connecting. The cables to the scu were reseated and the issue was not resolved. There was no patient present at the time of the event.